Manufacturer narrative:
D9: date returned to mfg.: unknown. B3: date of event is unknown; no information has been provided to date. One device was received with no physical damage. No error code was found in the event log and functional testing was unable to duplicate the complaint. Preventative maintenance was performed, and the device passed functional and delivery tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had "error code - faulty mainboard". There was unknown patient involvement and unknown patient harm/adverse event reported.